Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reset every time she replaced the battery. The insulin pump alarmed unexpected restart. Customer's blood glucose level was 529 mg/dl. She treated her blood glucose level with a manual injection. The device was not returned.